Event description:
In 2008, pt was having a scheduled artherectomy of her left anterior tibial artery with the diamondback 360 unit from csi. During the procedure, the surgeon was traversing through the artery and when the catheter and wire became lodged in the anterior tibial artery. The surgeon could not remove the catheter and wire, thus necessitating the surgeon to convert to an open operation. The gastrocnemius was retracted inferiorly and the popliteal vein was dissected away from the popliteal artery. The artery was dissected free proximally. The artery was opened and the wire was noted to be traversing through the lumen. The wire tip still could not be dislodged from the distal anterior tibial artery, this retention required the surgeon to cut the wire and catheter. Both the catheter and wire - approximately 1 - 2 cm - tips were retained in the patient's artery, with no patient sequela as the artery was already completely occluded.